Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt of a leadless implantable pulse generator (ipg), the device exhibited high thresholds which required several reposition attempts. Upon removal and inspection of the device, clot and tissue were removed from the cathode. Placement was then reattempted several more times and the electrode inspected and cleaned again. The device was then redeployed, and the high thresholds issue remained. Finally, the ipg was removed and another device was implanted successfully. No patient complications have been reported as a result of this event.